Event description:
Analysis of the returned device found that the stent was partially protruding through the outer body catheter distal end. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the outer body was compressed on multiple sections along its proximal shaft length and that the stent was partially protruding through the outer body catheter distal end. The inner body was slightly bent on its proximal shaft. The inner body was kinked on multiple places along its middle shaft length. During functional testing friction was encountered as the stent was being deployed likely due to device findings. The outer body, inner body and stent were conforming to their dimensional specifications. Information available indicated that the stent delivery system was advanced in tortuous anatomy likely contributing to the device findings and performance. Therefore, a root cause of operational context has been assigned to this investigation.